Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/04/2017 with the following findings: the battery compartment was cracked with moisture corrosion visible inside. The leak test failed because of the crack. The keypad was removed and there was no damage found and no moisture found when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked with moisture inside. The leak test failed from the crack. This report is made based on results of investigation completed on 10/04/2017.